Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 1139482. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported when using the bd intima-ii 26ga x 0.56in prn slm npvc, the device experienced a damaged (cracked) needle hub. The following information was provided by the initial reporter. The customer stated: at 9:20 am on october 11, intravenous infusion was prepared for the child. A 2.5ml syringe was used to extract normal saline and flush the tube. The clamp was opened. A small crack was found at the interface of the posterior end of the needle during injection, and the indwelling needle was replaced immediately.